Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). Results of investigation: the carefusion failure analysis lab (fa) evaluated the user interface module (uim) by performing touchscreen display calibration, environment testing, power cycle startup, physical/visual inspection . The fa lab was not able to duplicate the reported event by the customer. At this time no root cause could be determined.

Event description:
The customer reported a delay response by the touch screen on this avea ventilator on power up. The customer stated that this unit was not on a patient.